Manufacturer narrative:
On (B)(6) 2016 07:55 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician will investigate the unit. After the investigation results becomes available a supplemental medwatch will be submitted.

Event description:
On (B)(6) 2016 07:48 am (gmt-4:00) added by (B)(6) ((B)(4)): heater defective patient circuit. The malfunction occurred during cleaning mode, the perfusionist stopped the cleaning procedure. After the self-test on start up, the hcu40 comes up with this error. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device, the reported malfunction was detected and was found to have been caused by a broken thermal sensor on the patient side. A new heater cooler kit was installed and functional test and in-vitro tests were successfully performed. The device was returned to the customer in normal safety condition. This first follow up report will also serve as a final report for this issue.

Event description:
(B)(4).